Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a blue reload was initially used with the sureform 60 stapler instrument and the first fire was completed without any problem. The customer stated that when they docked in preparation for the second stapler firing, the stapler's jaw were closed and could not be opened so the customer pulled out the instrument once, turned the release knob to return the I beam to the proper position, and docked again but the same problem occurred. The customer reported that after that, the stapler's jaw was able to be opened slightly so the surgeon grasped tissue and proceeded with the firing but the stapler stopped firing halfway through the fire and the stapler's jaws could not be unclamped with the pedal so the customer manually released the instrument using the release knob. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were identified at the time. No errors/messages were generated when the issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and buttress material was not used. No malformed staples were noted. The surgeon did experience a clamping issue prior to firing the reload. The target tissue was the stomach. The surgeon was successfully able to open the jaws and release the tissue using the manual release knob (mrk). The system was not in a faulted state when performing the manual release and there was no adverse effect to the grasped tissue. No injury occurred to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. Functional testing of the device in an attempt to replicate the report complaint is not possible due to the returned condition of the device the instrument was found to have thermal damage to the chassis. This failure causes the chassis to not properly be seated on the sterile adapter of the system. The instrument was found to have loose snake wrist cables at the proximal end. The instrument was found to have gouge damage to the wrist cover. The damage approximately measured 0.038" x 0.06". The instrument was unable to be fully tested on a system due to it appearing to have been autoclaved, resulting in the instrument failing engagement during in-house testing. I-beam was able to be manually driven out all the way and fully retracted without experiencing high resistance. Review of logs show that the last event recorded for this instrument was an incomplete clamp at roughly 68% completion. There were no corresponding unclamp event recorded in the logs. Roughly 2 minutes after the incomplete clamp event, the msc logs showed repeated instances of error code 282 indicating that the instrument had been force expire; force expiration of the instrument is the expected result following use of the manual release knob (mrk). Log review suggests that the instrument may have been removed from the system in a partially clamped state, without attempting to unclamp the instrument via the clamp pedal.